Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any non-conformities. The device was velocity and under water leak tested. A leak was identified at the connection between the tubing and needle adapter. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that metriset leaked from an unknown location. This occurred during priming. There was no patient involvement. No additional information is available.